Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the lead tip. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the implant procedure, this right atrial (ra) lead was positioned multiple times due to high pacing threshold measurements. Impedance measurements were within an acceptable range. On the last positioning attempt, the helix could no longer be extended. A second atrial lead was attempted and was used due to continued high pacing thresholds. A single chamber ventricular system was implanted. No adverse patient effects were reported.